Manufacturer narrative:
The product was not returned for analysis; it was discarded. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided. The photo showed the device from part of the loading bay to the end of the nozzle tip. The view was from the top (door side). There appeared to be viscoelastic in the device. The plunger was oriented correctly. The plunger was retracted to mid-nozzle. The lens was visible partially exiting the tip of the device. The trailing haptic was correctly folded on the optic. Two thirds of the lens was advanced outside the tip. The leading haptic was unfolded or extended. Unable to determine as it was outside of the device. A photo of a label was also provided the serial number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an issue which occurred during a cataract surgery involving intraocular lens (iol) implantation. While advancing the iol through the preloaded injector for implantation into the patient¿s eye, the leading haptic did not unfold properly inside the injector and could not be implanted as intended. Patient contact occurred. The procedure was completed using a backup iol of the same diopter on same day. The product is not available for return, it was discarded.